Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), it was reported the site had issues verifying the 70 degree suction. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the site was able to verify the seventy degree suction. Additionally, it was noted there was no allegation of damage against the instrument and that the emitter placement was not ideal when attempting to verify the instrument.